Manufacturer narrative:
Significant damage was observed on the pump casting during inspection. During functional testing, the pump stopped and could not be restarted. The restart in reverse direction was not observed during evaluation.

Event description:
The user reported that the roller pump being used as a source of suction was operating normally, then suddenly stopped and restarted in the reverse direction.